Manufacturer narrative:
(B) (4). The ge service rep suspected loose connection in the system, so he reconnected all cables. He also re-seated the cables, removed the ipc1k, and reset all connections. The system operates as intended.

Event description:
The customer reported, the monitor images were flickering and they were unable to use the unit. No pt injury was reported.